Event description:
A malfunction with code 25 occurred, and it was confirmed there was no adverse impact to the customer's blood glucose level. The pump was under warranty, and the customer was advised to return the malfunctioning pump to tandem using a provided return box and pre-paid label. A replacement pump was sent, and instructions were given on how to put the old pump into storage mode, return it within 10 days, and program the new pump with their settings, as well as connecting it to their cgm. The customer acknowledged all instructions, and as they had no backup therapy available, they were advised to contact their healthcare provider.